Event description:
During our daily check in for safety it came to our attention that keys to the cad pumps still in use at one of our hospitals for IV narcotic administration could be purchased without difficulty on the internet. We also learned through further investigation, that some of our nursing colleagues had purchased the keys not as a pathway to narcotic diversion but as a work a round. We have a plan to work with nursing colleagues on this but also wanted to explore other options for a long term solution that does improve overall reliability. When we contacted the company they said they had no control over this and not much interest since this pump is no longer being actively supported due to its age. We are interested in a couple of things: are there any IV pumps for narcotics that have some other method of restricting access besides keys: have you heard of pumps that an organization could rekey to make it unique to their system: any ideas or thoughts you have: had you heard of this before: medication administered to or used by the pt: no. (B)(4).